Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, no values were displayed. The console was switched out, but the same issue occurred. The iab was then replaced and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).